Manufacturer narrative:
(B)(4).

Event description:
Initial report was made regarding difficulty in recharging. Although patient did get clearance to recharge, it was reported that recharging took a long time. Patient reported device being turned off for 3 weeks during which time she was in a lot of pain. Reprogramming efforts were done on (B)(6), 2011. Physician reported that paresthesia was in the wrong location and that patient had never received optimal coverage post-operatively with the percutaneous lead. X-rays were taken (B)(6), 2011, but results were not reported. A lead revision was accomplished on (B)(6), 2011 using a paddle lead. Revision did not require hospitalization. The patient outcome was reported as no injury.